Event description:
It was reported that parts of the front plastic inlay broke off of the device. There was no harm for patient, operator or third party reported. No further information received. Update (B)(6) 2022. It was confirmed that the device broke during an implantation of a prosthesis.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the tabs on the blue baseplate were broken off. No fragments were returned for analysis. A likely cause is attributed to wear and tear damage incurred over repeated usage.